Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a flat crease. A leak test was performed and identified an opening on the device. A microscopic analysis was performed which identified a sharp opening on the plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening in the plug strap disk shell due to a fold flaw opening additional/changed and/or corrected data: d.10., g.1., h.3., h.6.